Event description:
It was reported that there was particulate matter inside the balloon of a small volume intermate. This was observed after compounding had occurred. The device was filled with an antibiotic solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured 11/05/2014-11/10/2014. The sample was received for evaluation. A visual inspection noted white particles floating in the fluid of the bladder. Fourier transform infrared spectroscopy testing was performed which revealed that the particulate matter to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem was undetermined. A CAPA has been opened to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.